Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: the screw displays no mechanical defects. The locking rings display no damage or indications of manufacturing issues. The pedicles are not bent and are evenly spaced. It is likely that the screwdriver was appointed and/or driven at an incorrect angle. The manufacturing documents were checked and found to be according to specification during the time of production. There are no other complaints for this batch number. No corrective action is required.

Event description:
Country of complaint: (B)(6). With the insertion of two screws, the interlocking rings dismounted. One screw was left in place without the locking ring present.